Event description:
It was reported that patient was revised on a knee due to broken post of poly insert.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient was revised on a knee due to broken post of poly insert.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.